Event description:
It was reported that revision surgery occurred for pt with a unicondylar knee implant.

Manufacturer narrative:
It was reported that revision surgery occurred for pt with a unicondylar knee implant. Surgery notes and device identifying info were not provided. Review of the device history record was not possible as the serial number of the device was not reported.